Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.